Event description:
It was reported the patient had no stimulation sensation and a loss of therapeutic effect. It was reported the patient was in an auto accident on (B)(6) 2014 and that is when their stimulation changed. It was noted the patient was in need of a new health care provider (hcp) so they could have their device checked.

Manufacturer narrative:
Concomitant medical products: product ID: 74002, lot# n267604, implanted: (B)(6) 2011, product type: adapter. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension, product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 284540001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 389033, lot# j0309426v, implanted: (B)(6)2003, product type: lead. Product ID: 389033, lot# j0309426v, implanted: (B)(6) 2003, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2008, product type : programmer, patient. (B)(4).